Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, dextrus - slits on ring echelon - stuck while firing. There were no adverse consequences for the patient reported.